Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he wanted to check his insulin pump. He was admitted to the hospital with blood glucose of 600 mg/dl. Customer indicated that prior to hospitalization, he changed his infusion set five times and indicated there may be a problem with the cannula as it disconnects frequently. Troubleshooting was done for high blood glucose and found that there may be an issue with the infusion set and customer doctor advised to have the pump replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. Troubleshooting indicated that the device would be replaced and agreed to return the product for analysis